Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), endometriosis ("after removal of essure, I developed endometriosis / removal of ovaries due endometriosis") and colitis ulcerative ("ulcerative colitis") in a 35-year-old female patient who had essure (batch no. M00024185 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, gravida I, parity 1 (birth date-(B)(6) 1998), kidney stones and lithotripsy in 2007. Concomitant products included tramadol for back pain, estrogens for hot flashes, hydrocodone for pain as well as cyanocobalamin (vitamin b12 nipro) and mesalazine (lialda). In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced back pain ("back pain(pressure )"). In 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced glucose tolerance impaired ("diagnosis of pre-diabetes due to weight"). In 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), skin atrophy ("to fix/remove extra skin elasticity issue from losing so much weight."), treatment noncompliance ("she did not use birth control or contraception at any time following your essure placement procedure"), allergy to metals ("I am getting allergy shots but haven't confirmed with physician if related to nickel."), rash ("skin rash occasionally but never went for diagnosis through a physician"), depression ("depression") and arthralgia ("joint pain (achy joints)"). The patient was treated with surgery (hysterectomy), surgery (oopherectomy (B)(6) 2014), surgery (went had a gastric sleeve) and surgery (recently plastic surgery and breast augmentation ((B)(6) 2016)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, endometriosis, colitis ulcerative, weight increased, skin atrophy, treatment noncompliance, allergy to metals, back pain, rash, glucose tolerance impaired and arthralgia had not resolved and the depression had resolved. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter considered allergy to metals, arthralgia, back pain, colitis ulcerative, depression, endometriosis, glucose tolerance impaired, rash, skin atrophy, uterine perforation and weight increased to be related to essure. The reporter commented: she had not advised of any complications or problems that occurred at the time of essure placement procedure. She did not advised of any complications fromessure removal procedure. Have sought medical treatment or currently seeking treatment for developed allergies. She did not claimed hypersensitivity reaction to nickel or any other component of essure. She did not advised essure worsened a previously existing injury/condition. Diagnostic results: in (B)(6) 2008: hysterosalpingogram done, (B)(6) 2012: sonogram: uterus perforation, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), endometriosis ("after removal of essure, I developed endometriosis / removal of ovaries due endometriosis") and colitis ulcerative ("ulcerative colitis") in a 35-year-old female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure". The patient's past medical history included psychological disorder nos, gravida I, parity 1 (birth date-(B)(6) 1998), kidney stones, lithotripsy in 2007 and nephrolithiasis. Concurrent conditions included pelvic mass, chronic cervicitis and pelvic adhesions. Concomitant products included tramadol for back pain, estrogens for hot flashes, hydrocodone for pain as well as cyanocobalamin (vitamin b12 nipro) and mesalazine (lialda). In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced back pain ("back pain(pressure )"). In 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced glucose tolerance impaired ("diagnosis of pre-diabetes due to weight"). In 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), skin atrophy ("to fix/remove extra skin elasticity issue from losing so much weight."), allergy to metals ("I am getting allergy shots but haven't confirmed with physician if related to nickel."), rash ("skin rash occasionally but never went for diagnosis through a physician"), depression ("depression") and arthralgia ("joint pain (achy joints)"). The patient was treated with surgery (right salpingo-oophorectomy,hysterectomy), surgery (oophorectomy (B)(6) 2014), surgery (went had a gastric sleeve) and surgery (recently plastic surgery and breast augmentation (B)(6) 2016). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation outcome was unknown, the endometriosis, colitis ulcerative, weight increased, skin atrophy, allergy to metals, back pain, rash, glucose tolerance impaired and arthralgia had not resolved and the depression had resolved. The reporter considered allergy to metals, arthralgia, back pain, colitis ulcerative, depression, endometriosis, glucose tolerance impaired, rash, skin atrophy, uterine perforation and weight increased to be related to essure. The reporter commented: she had not advised of any complications or problems that occurred at the time of essure placement procedure. She did not advise of any complications from essure removal procedure. Have sought medical treatment or currently seeking treatment for developed allergies. She did not claimed hypersensitivity reaction to nickel or any other component of essure. She did not advised essure worsened a previously existing injury/condition. Diagnostic results: in (B)(6) 2008: hysterosalpingogram done. In (B)(6) 2012: sonogram: uterus perforation. M00024185 lot number is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), endometriosis ("after removal of essure, I developed endometriosis / removal of ovaries due endometriosis") and colitis ulcerative ("ulcerative colitis") in a 35-year-old female patient who had essure (batch no. M00024185 (invalid),626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure". The patient's past medical history included psychological disorder nos, gravida I, parity 1 (birth date-(B)(6) 1998), kidney stones, lithotripsy in 2007 and nephrolithiasis. Concurrent conditions included pelvic mass, chronic cervicitis and pelvic adhesions. Concomitant products included tramadol for back pain, estrogens for hot flashes, hydrocodone for pain as well as cyanocobalamin (vitamin b12 nipro) and mesalazine (lialda). In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced back pain ("back pain(pressure )"). In 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced glucose tolerance impaired ("diagnosis of pre-diabetes due to weight"). In 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), skin atrophy ("to fix/remove extra skin elasticity issue from losing so much weight."), allergy to metals ("I am getting allergy shots but haven't confirmed with physician if related to nickel."), rash ("skin rash occasionally but never went for diagnosis through a physician"), depression ("depression") and arthralgia ("joint pain (achy joints)"). The patient was treated with surgery (right salpingo-oophorectomy, hysterectomy), surgery (oopherectomy (B)(6) 2014), surgery (went had a gastric sleeve) and surgery (recently plastic surgery and breast augmentation ((B)(6) 2016)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation outcome was unknown, the endometriosis, colitis ulcerative, weight increased, skin atrophy, allergy to metals, back pain, rash, glucose tolerance impaired and arthralgia had not resolved and the depression had resolved. The reporter considered allergy to metals, arthralgia, back pain, colitis ulcerative, depression, endometriosis, glucose tolerance impaired, rash, skin atrophy, uterine perforation and weight increased to be related to essure. The reporter commented: she had not advised of any complications or problems that occurred at the time of essure placement procedure. She did not advised of any complications from essure removal procedure. Have sought medical treatment or currently seeking treatment for developed allergies. She did not claimed hypersensitivity reaction to nickel or any other component of essure. She did not advised essure worsened a previously existing injury/condition. Diagnostic results: in (B)(6) 2008: hysterosalpingogram done, (B)(6) -2012: sonogram: uterus perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2018: medical record received: reporters,lot number added. Concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), endometriosis ("after removal of essure, I developed endometriosis / removal of ovaries due endometriosis") and colitis ulcerative ("ulcerative colitis") in a (B)(6) -year-old female patient who had essure (batch no. M00024185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, gravida I, parity 1 (birth date-(B)(6)), kidney stones and lithotripsy in 2007. Concomitant products included tramadol for back pain, estrogens for hot flashes, hydrocodone for pain as well as cyanocobalamin (vitamin b12 nipro) and mesalazine (lialda). In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced back pain ("back pain(pressure )"). In 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced glucose tolerance impaired ("diagnosis of pre-diabetes due to weight"). In 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), skin atrophy ("to fix/remove extra skin elasticity issue from losing so much weight."), treatment noncompliance ("she did not use birth control or contraception at any time following your essure placement procedure"), hypersensitivity ("I am getting allergy shots but haven't confirmed with physician if related to nickel."), rash ("skin rash occasionally but never went for diagnosis through a physician"), depression ("depression") and arthralgia ("joint pain (achy joints)"). The patient was treated with surgery (hysterectomy), surgery (oophorectomy (B)(6) 2014), surgery (went had a gastric sleeve) and surgery (recently plastic surgery and breast augmentation ((B)(6) 2016)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, endometriosis, colitis ulcerative, weight increased, skin atrophy, treatment noncompliance, hypersensitivity, back pain, rash, glucose tolerance impaired and arthralgia had not resolved and the depression had resolved. The reporter considered arthralgia, back pain, colitis ulcerative, depression, endometriosis, glucose tolerance impaired, hypersensitivity, rash, skin atrophy, uterine perforation and weight increased to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter commented: she had not advised of any complications or problems that occurred at the time of essure placement procedure. She did not advised of any complications from essure removal procedure. Have sought medical treatment or currently seeking treatment for developed allergies. She did not claimed hypersensitivity reaction to nickel or any other component of essure. She did not advised essure worsened a previously existing injury/condition. Diagnostic results: on (B)(6) 2008: hysterosalpingogram done, (B)(6) 2012: sonogram: uterus perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case became valid upon addition of following events. Arthralgia, back pain, colitis ulcerative, depression, endometriosis, glucose tolerance impaired, hypersensitivity, rash, skin atrophy, skin cosmetic procedure, uterine perforation, weight increased, treatment noncompliance. Event injury nos deleted historical drug and condition added, concomitant drug and condition added. Lab data updated. Lot number added. Patient, reporter and product information updated. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.